Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac perforation that required surgical intervention. About 6 hours after the start of surgery, after ablation near the right ventricular outflow tract (rvot), it was confirmed by echocardiography that the patient had pericardial effusion. After drainage, emergency thoracotomy was performed. The procedure was discontinued. Perforation was observed in the rvot area during open chest surgery. It was sutured and did not appear to be life-threatening. A total of 66 ablations were performed. The physician felt a steam pop during rvot ablation. Sensation in the physician's hand and increased impedance were confirmed (about 15 ohms). Temperature cutoff 40, warning 37. Impedance 50-250. No delta setting. The physician's assessment of the health problem is that it was ¿serious¿. The physician¿s assessment of the involvement of health hazard and the product is that it was "causally related to the product". There was a high possibility that the event was caused by the ablation. No abnormalities were observed prior or during use of the product.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31085269l number, and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).